Event description:
It was reported, the camera head presented no image while being used with the video processor. The issue occurred during preparation prior to sedation, and the intended procedure was therapeutic laparoscopic. There were no reports of patient harm.

Manufacturer narrative:
E1 address: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the cable failure caused the video function to not function properly and "no image is produced" occurred. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.